Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range.

Event description:
It was reported the lead displayed high impedance. At the time of lead revision, the header was inspected and it was noticed the blue band from the lead was not visible." The setscrew was "unscrewed" and the connector was advanced until it was properly seated in the header. Following, measurements were taken which showed immediate normal values for shock impedance. The device and lead remain in use and no patient complications have been reported as a result of this event.